Event description:
The customer's mother reported that the reservoir had a leak past the 2nd o-ring and had air bubbles. Troubleshooting was done. Customer's blood glucose was 389 mg/dl. Customer will return the reservoir for analysis and advised the customer that the reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).